Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 6.1 and 6.2 drawers failed along with the back right side lock broken for the auxiliary pyxis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that there was no access to the cubies in main drawer 6.2 and main drawer 5.1. The fse replaced the drawer controller boards for both drawers and also replaced the position sensor for main drawer 6.2. After the repairs, both drawers were tested in hardware test application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.